Event description:
Boston scientific received information that during a routine device interrogation the left ventricular (lv) lead was found to have increased threshold measurements and high out of range pacing impedance measurements of greater than 2000 ohms in most configurations. When programmed right ventricular (rv) to can, the impedance was within range. Boston scientific technical services (ts) was consulted and discussed available options. Ultimately the device was reprogrammed to pace lv ring to rv with an impedance measurement of 625 ohms. The cause of the out of range impedance measurement was not able to be determined. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.